Manufacturer narrative:
A performance check was done during the investigation which showed the instrument was not performing per specifications. A field service engineer was dispatched and checked the sipper probe for dripping and the sample/reagent probe's liquid level detection voltage. After service was performed another performance check was done. Instrument is now performing per specifications. The investigation concluded the issue was resolved by service rep. The cause of the issue was due to incomplete maintenance performed.

Manufacturer narrative:
The customer's qc is within range. Further investigation of the issue did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 0.261 miu/ml. The sample was repeated 3 times. The repeated results were 962.9 miu/ml (with a data flag), 964.6 miu/ml (with a data flag), and 962.7 miu/ml (with a data flag). The reagent lot number is 45406003 with an expiration date of 31-may-2021. The results were reported outside of the laboratory. It is unknown which result was believed to be correct.